Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was not symptomatic and was stable post procedure.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. The remaining longevity estimate provided by the merlin programmer was inaccurate. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The root cause of the programmer longevity remaining estimation error is undetermined.